Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 379 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. Reportedly, due to the elevated bg, the customer went to the emergency room. While in the emergency room, the customer received treatment of an intravenous fluids of saline and insulin. The customer was released later the same day. Recommendation was made to consult a healthcare provider in regards to diabetes management.